Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) procedure at l3 to treat an osteoporotic compression fractured during the procedure, a balloon ruptured due to hard bone. There were no balloon fragments left in the patient and the patient did not have any allergies to contrast media from the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.